Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report two of two for the same event; see also 0002184052-2016-00163.

Event description:
The sales associate reported a broken driver. During adult scoli t10-pelvis, the patient retained the part of the driver that broke off in the set screw. A third final driver was used to finish the case.

Manufacturer narrative:
Corrected information: device product code, last name, and 510(k) number. The returned device was evaluated. The torque output was tested and found to be out of tolerance. The unit was opened and the internal components were examined. The torque mechanisms were found worn and damaged. A review of the manufacturing records did not identify any issues which would have contributed to this event. This issue is being investigated via CAPA.